Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the blood sample cannot be drawn, while the blood setting was functional with other batch of the sampling tube."

Manufacturer narrative:
Additional information had been provided. This complaint MFR report # 917413-2023-00334 was deemed as a non-reportable event and is being cancelled at this time.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the blood sample cannot be drawn, while the blood setting was functional with other batch of the sampling tube."

Manufacturer narrative:
H.6. Investigation summary: bd received 4 samples and one photo for investigation. The photo was reviewed and the indicated failure mode for no fill with the incident lot was not observed. The customer samples were not evaluated due to expiring on 30apr23. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to no fill as all samples met specifications. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode no fill. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on:  2023-06-13 see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated, "the blood sample cannot be drawn, while the blood setting was functional with other batch of the sampling tube".